Manufacturer narrative:
The hill-rom technician found that versa care cable assembly had bent and broken connector pins causing erratic operation of nurse call functions. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the versa care cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call is not working. The bed was located on 4th floor in storage at the account. There was no patient/user injury reported. (B)(4).